Event description:
According to the case manager of the customer on 10/13, the head of the bed was stuck in an elevated position that caused the patient's legs to push against the footboard since the user is tall and bedbound. The user was in the same position for a while and went to the ed the next day and was diagnosed with a hip fracture.

Manufacturer narrative:
According to the case manager of the customer on (B)(6), the head of the bed was stuck in an elevated position that caused the patient's legs to push against the footboard since the user is tall and bedbound. The user was in the same position for a while and went to the ed the next day and was diagnosed with a hip fracture. He was admitted and seen by an ortho surgeon who deemed surgery was not recommended. He now received rehab at home and is now using a different bed. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update: d2a. Common device name: d4. Catalog number; UDI; serial number. H6: c.